Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code was found in the ventilator's downloaded event log indicating the machine flow sensor drift above the specification. Based on the reported error code the following parts need to be replaced to address the issue: blower assembly. Machine flow sensor and pca. The muffler assembly and in-line filter need to be replaced due to contamination. The air inlet foam filter need to be replaced as preventive maintenance.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: correction to box c. The serial number was entered incorrectly, and the correction is noted on this report.